Event description:
It was reported that this right atrial (ra) lead was surgically capped and replaced due to high out of range impedances greater than 2000 ohms. Intravenous antibiotics were administered to the patient. No additional adverse patient effects were reported.